Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in fair physical condition, with a cracked rear housing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon power up, customer's reported problem was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy had double beeped with message "no cassette attached" displayed.